Event description:
During post-implantation follow-up, the pacemaker involved in this MDR report was found in standby mode (vvi mode, 70 min-1 basic rate, unipolar configuration); the device was re-initialized with the standard programmer. However, it switched back to standby mode. Attempt to re-initialize the device was performed several times; however, the pacemaker always switched back to standby mode. Therefore, the device was finally explanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.